Manufacturer narrative:
Citation: jalal z, et al. Mid-term outcomes following percutaneous pulmonary valve implantation using the ¿folded melody valve¿ technique. Circ cardiovasc interv. 2021 apr;14(4):e009707. Doi: 10.1161/circinterventions.120.009707. Epub 2021 mar 17. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the mid-term outcomes of patients following percutaneous pulmonary valve implantation using the folded valve technique. All data was retrospectively collected from seven centers between 2012 and 2018. The study population included 49 patients (predominantly male, median age 19 years). All patients were implanted with a medtronic melody transcatheter pulmonary valve using the folded valve technique, which consists of shortening the melody valved stent by folding its extremities to implant the valve in right ventricular outflow tracts with complex anatomy. One of these patients (a (B)(6)) was identified as having been previously implanted with a 14 mm medtronic contegra valved conduit. No unique device identifier numbers were provided. Follow-up data was available for all but two patients who were lost to follow-up. After a median follow-up duration of 28 months (range of 4 to 80 months), all patients were alive. The contegra patient underwent transcatheter valve-in-valve replacement with a melody valve because of severe conduit stenosis. Among all melody patients, valve-related reinterventions were performed for the following reasons: patient 1, endocarditis with elevated valve gradient and type 1 stent fracture managed with antibiotic treatment and transcatheter right ventricular outflow tract balloon dilatation (complications occurred 24 months after initial melody implant), followed 3 years later with valve-in-valve implantation of a second melody because of a mixed residual lesion; patient 2, endocarditis with elevated valve gradient requiring antibiotic therapy, followed by surgical explant of the melody and pulmonary valve replacement (complications occurred 4 months after melody implant); patient 3, severe obstruction/stenosis (uncertain diagnosis, suggestive of subacute thrombosis or valve degeneration) of the valve necessitating emergent catheterization and valve-in-valve implantation of a second melody (complications occurred 24 months after initial melody implant). The authors also observed trivial to mild pulmonary regurgitation during follow-up (5 cases). No additional adverse patient effects or product performance issues were reported.